Event description:
The international customer reported that the unit has several error codes indicating a pressure sensors failure . The customer reported that the device was not in use on a patient. During review of the diagnostic report log noted spi bus failure . The spi bus is an internal communication link between the cpu and the gds. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. The customer stated that they could not duplicate the reported problem.